Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
(B)(4). Reason for the original complaint ¿ litigation alleged the patient suffered blisters and elevated metal ions in his blood as a result of the implanted asr hip. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information, date of implant and date of revision for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(4) 2013 - ppd and medical records received. After review of the medical records the revision operative note indicated the cup was malpositioned, stem was malpositioned, and there was leg length discrepancy. The first unknown asr cup is being changed to an unknown stem. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. Update: (B)(4) 2015: ppd and medical records received on (B)(4) 2013 with alert date of (B)(4) 2013. These records were reviewed for MDR reportability on (B)(4) 2015. After review of the medical record for MDR reportability, the revision operative note indicated instability, malpositioned cup, malpositioned cup, and leg length discrepancy. No labs were provide for the alleged high metal ions. An unknown stem is being added to the complaint. This complaint was updated on (B)(4) 2015.